Event description:
Sorin group (B)(4) received a report of difficulties with flow between the cardiotomy compartment and the venous compartment of the eos hollow fiber oxygenator with integrated hardshell venous/cardiotomy reservoir. There was no report of pt injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the eos hollow fiber oxygenator with integrated hardshell venous/cardiotomy reservoir. The incident occurred in (B)(6). This medwatch is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report of difficulties with flow between the cardiotomy compartment and the venous compartment of the eos hollow fiber oxygenator with integrated hardshell venous/cardiotomy reservoir. There was no report of pt injury. The investigation is ongoing. A f/u report will be sent when the investigation is complete.